Event description:
It was reported that on the day of occurrence, (B)(6) 2011, the pt thought he swallowed a screwdriver with adapter attached. He went back to work and about one (1) hour later contacted the clinician to report slight chest discomfort. The clinician told pt to go and get an x-ray. Pt went to the hospital and x-ray showed tool in his lung. The pt was admitted and put to sleep to relax his airway. The tool was removed through the pt's mouth. The pt was released and went home that evening. Pt is doing fine. Pt will continue with his dental treatment.

Manufacturer narrative:
Additional brand name: manual torque wrench adapter prosthetic. Additional common device name: adapter. Additional manufacturer name, (B)(4). Additional catalog #: 29167. Additional lot #: unknown.